Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that there is no basal delivery on the insulin pump and her daughter had high blood glucose of 463 mg/dl. The customer's blood glucose at the time of the call was 298 mg/dl. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised that a tubing clamp would be provided and to call back to perform high pressure test and to further troubleshoot.